Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and completed a performance test on the unit.the unit performed to meet all manufacture specifications.calibration was also completed for verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device was auto-cycling on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.